Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The power supply shorted out due to a waste liquid leak caused by a clogged waste liquid line. Clogging in the waste liquid line was removed by the cse and the line was cleaned with sodium hydroxide. The power supply and waste tube were replaced and system operation was confirmed. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens and reported that the spinner waste line of their immulite 2000 xpi system was clogged and overflowed. The power supply sparked due to dripped waste liquid. The siemens customer service engineer (cse) wore personal protective equipment when cleaning the spill. There are no known reports of patient intervention or adverse health consequences due to this event.